Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, a ventilator inoperative alarm was observed. The device's system board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, a ventilator inoperative alarm was observed. The device's system board needs to be replaced to address the issue. In this report, corrected describe event or problem is updated: a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative alarm was observed. The device's system board needs to be replaced to address the issue. There was evidence of contamination. In the previous report, section in box d: device serviced by 3rd/device avail, section in box h: evaluation method code and section in box b: describe event or problem was incorrect. It has been updated/corrected in this report.